Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl and called paramedics which transported the customer to the hospital. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.